Event description:
It was reported that the pt drove against a wall with a bike, reuslting in injuries also on the head. After that accident the pt did not react to sound any longer. The pt was reimplanted with another device.